Event description:
The infinity 2.4mm nav drill bit (B)(6), while being used with the infinity nav drill guide and a (B)(6) cordless driver, seized in the gray navlock (B)(6) while drilling the t1 pedicle. The sudden stopping of the instruments jerked them off axis and into the spinal cord. The dura was torn and there were significant changes in neuromonitoring. The dural injury was repaired and the surgery proceeded. A new navlock tracker and 2.4mm navigated drill were used to finish the surgery. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".